Manufacturer narrative:
Evaluation summary: the device was returned for analysis with the stent off the balloon. The stent did not return for analysis. There was no damage to the distal tip of the delivery system. Balloon folds were opened. Crimp impressions were slightly visible along the balloon working length. The transitional tubing, immediately proximal to the guide wire entry port was stretched and damaged.

Event description:
It was reported that the physician was attempting to treat a mildly tortuous and severely calcified ostium rca lesion exhibiting 80% stenosis. No damage was noted to the device packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. There were no difficulties noted when removing the protective sheath. Nothing unusual noted. During the procedure the distal rca was pre-dilated with a non mdt balloon through a (B)(4) launcher over a 190 cgrxt wire and a resolute integrity successfully implanted. The inflation device remained on neutral pressure during delivery of the device. The physician pre-dilated the ostial stenosis with a euphora and the physician attempted to advance and deploy another resolute integrity rx drug eluting stent. It was reported that the delivery system watermelon seeded during inflation. The stent could not be seen after deployment. The physician commented that the stent may have dislodged in the guide before attempted deployment. There is no allegation against the launcher guide catheter used. It was reported that an experienced staff member advised that the stent may have been deployed at the very tip of the guide. They noticed excess wire at the distal tip of guide when removed from body, so this was mostly likely the stent sticking out of the guide and crushed mangled. Unfortunately the guide was not kept. It was cut open to look for the stent. The physician was confident that the stent did not dislodge in the patient as the physician could not find the stent anywhere in the patient. It is believed that it was removed from the patient in the guide which was thrown away. Another resolute was deployed successfully. No resistance was encountered when advancing the device that dislodged or excessive force used. The device did not pass through a previously deployed stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.